Event description:
Pt implanted with liss proximal tibia plate, liss distal femur plate and screws approx 3 years prior for a proximal tibia and distal femur fracture. Status post, pt began experiencing discomfort from the plates and requested removal of the hardware. X-rays taken showed fracture healed. Hardware was removed (B)(6) 2011. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Device implanted approx 3 years prior to explant date. Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.